Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
When the tip of the sv (503558) wire was re-shaped, the coil portion became unraveled and bent. The re-shaping was conducted per instruction for use (IFU) and without any unusual event such as applying any excessive force. The physician was performing a percutaneous transluminal angioplasty (pta) to the left iliac artery. The sv wire was used for ivus. There were no noted damages to the package. The device was inspected after removal and there were no noted problems. There were no problems encountered while inserting the wire for shaping. The wire was noted unraveled prior to insertion. The event occurred while shaping the device. There were no other noted problems. The procedure was completed using a new sv wire. The device was used successfully without any patient injury. The vessel was moderately calcified, mildly tortuous, and 99% stenosed.